Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted as of the present. A call placed to technical services on 03/01/2018 stating that this lead exhibited undersensing. Technical services noted that on episode v-2 episode, there was 7 sec run for ventricular tachycardia/ventricular fibrilation and the first 5 beats of which were undersensed. It was also discussed that the combination of right ventricular beats in x chamber blanking, right ventricular pacing, and functional undersensing was the cause. Technical service representative also noted atrioventricular search and right ventricular pacing during these 5 undersensed right ventricular beats as well. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).